Event description:
The reporters contacted animas on (B)(6) 2012 reporting that the patient was in the ER admitted with a blood glucose of 783 mg/dl, positive for ketones, and vomiting. The reporter stated that the pump still on and the patient was being treated with intravenous fluids. The reporter indicated that she believed the pump may have been an issue for at least three months. The reporter stated that the patient's a1c levels went from 7 to 11.8. Mom reports she thinks they pump has been having an issue for at least 3 months. Her a1c has gone from 7-0 to 11.8; the reporter indicated that the patient's health care provider felt that puberty was the cause of the patient's blood glucose. Customer support reviewed the pump with the reporter. The bolus history was unable to be reviewed past 2 days due to multiple 0 unit boluses in bolus history. The reporter stated that there were at least 12 boluses from (B)(6) 2012 that were not in the pump's bolus history. The reporter stated that they were not confirming the bolus amounts or checking the bolus history. The reporter stated that all boluses back to (B)(6) 2012 were 0 unit boluses and the boluses and seemed to occur when the patient was in school and would not have been attempting to bolus. The reporter confirmed that the keypad buttons were clicking and responding normally and also confirmed that the keypad was intact. The patient reportedly wore the pump in a back pocket. The reporter stated that the pump lock feature was not used; customer support advised the reporter on the lock feature of the pump. This report is made based on the allegation that the patient experienced hyperglycemia related to missing boluses in the pump history.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates up until the reported event date. The total daily dose units correctly added up to all boluses given on the reported event date. The units remaining were correctly calculated and were recorded. There were no alarms noted related to the complaint in the pump alarm history. Typical usage alarms and warnings were observed in the black box history. The "ezprime" operation was performed on the pump with no issues noted. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, all keypad buttons were found to be intermittently responsive and difficult to press. There was keypad contamination found under the key contacts. There was no damage found to the keypad.